Manufacturer narrative:
(B)(4). Concomitant medical products: prednisolone. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number: (B)(4), lot number 62578. The reported events of absence of bleb, ocular pain, and exposure, endophthalmitis, vision loss, and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported absence of bleb was noted at 9 weeks post-op. At 3 months post-op, patient developed an acute lost of vision, pain, iop of 38, an erosion at 11 o'clock and may have been some infection in the left eye against the xen®45 gts. Patient was treated with pp vitreous & intravitreal antibiotics. The device has been explanted and reported events have been resolved.